Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09767, 2017865-2021-09782. It was reported that a pacemaker was explanted and both atrial and ventricular leads were capped for an unknown reason on (B)(6) 2021. No patient symptoms or patient condition were reported.

Manufacturer narrative:
Correction: this report is to retract 2017865-2021-09781, submitted on 26 feb 2021. This report was erroneously submitted. Additional information received noted that the device was capped as part of an elective replacement